Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The physician removed the device by the safety mechanism as indicated in the instructions for use. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the one locator wing broken, but remained secure with the locator. Based on the investigation findings, the locator wings were initially bent and broken during thumb advancer deployment, preventing them from collapsing fully into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Based on the investigation findings, the most probable root cause for the broken locator wings is tissue compaction during thumb advancer deployment. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them when forcibly removing the device from the pt's artery. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.